Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and the retained samples; no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not received for analysis and confirmation, and the usage of the sample is unknown, so the root cause of this complaint defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
The nurse administered intravenous fluids as ordered. The client reported a 0.5cm air pocket at the site of the indwelling cannula and connecting tubing. Following standard procedure, the nurse attempted to draw back blood, but no blood returned. A large number of air bubbles formed in the connecting tubing. Subsequently, the cannula was removed and reinserted for another IV placement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.